Manufacturer narrative:
The versapulse powersuite was serviced at the customer's site. The reported system shut down complaint was confirmed. The fse identified the circulation pump was malfunctioning. It is likely that the issue with the circulation pump contributed to the reported system shutting down allegation. Based on all available information, the most probable cause was determined to be cause traced to component failure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported that the console shut down immediately after turning it on. The procedure had to be cancelled due to the malfunction. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the console shut down immediately after turning it on. The procedure had to be cancelled due to the malfunction. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.